Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a med procedure l4-5 level. During surgery, halation occurred against white things like ligaments and reportedly, it was terrible especially in the beginning of the surgery. As reported, the device was adjusted with gain but it could not be improved. The product came in contact with the patient. No patient complications were reported.